Event description:
Reporter alleged blood glucose measured at 3 pm was 311 mg/dl back to back with a result of 124 mg/dl; however time between tests was not provided. No actions were taken and no treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.